Event description:
As reproted by the user facility: brief inquiry description particulates found in final product. We have been noticing the occurrence of particulate matter being found at aql inspections at our caps lhv facility and had inquired about the availability of a filter to use for apex compounding. We were informed that a filter for apex is not available at this time. Would you be able to provide us with an official assessment that evaluates the possibility of using a filter or some kind of documentation as to why the use of a filter is not feasible at this time? The particles are found inside the finished final product. Recently, some of the particles that have been sent for identification testing have been identified as a synthetic latex rubber from the drug vial rubber stoppers. This would indicate the potential for coring of the rubber stoppers when the technician inserts the mini-spike into the vial.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.